Event description:
(B)(4). Threw me into menopause early, 40+ weight gain, pelvic pain, memory loss, low sex drive, mood swings, hives/skin eruptions.

Event description:
(B)(4). Bloating, stomach issues.

Event description:
(B)(4). On (B)(6) I had lvah, to remove essure. Since then a lot of my side effects subsided. 1 day after surgery my stomach bloat, itching, joint pain, hair loss, energy level loss reduced!